Event description:
It was reported that after a hemicolectomy procedure, dehiscence of the staple line occurred.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided in a meeting with the surgeon: were the anvil halves correctly aligned? Pin seated correctly? Yes. Was the tissue distributed evenly within the jaws of the device? Yes. Was the tissue repositioned? If yes, was the alignment/locking lever in the intermediate position? No. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Yes. Is it possible that the tissue was located past the stapling start indicator mark? No. How was the staple line checked by the surgeon? The staple line was perfectly normal. When was the staple line defect detected (time after the first surgery)? When did the second surgery took place? Date of the second surgery: five days later how thick was the tissue, the instrument was fired on? Standard. On what tissue type was the device used? What was the quality of the tissue? Ileocolic tissue. Normal quality. What were the patient¿s pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Suspect malignant neoplasm if applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What is the age and sex of the patient? About (B)(6). What is the current status of the patient? Hospitalized due to a diaphragmatic abscess. How long has the surgeon been using this device for this procedure (in years)? 5 years. Do you know what caused the staple line to come apart? No. When the device was fired did the staples have the proper b form shape? Yes. What was the condition of the tissue that the device was being fired on? Normal. Was the tissue thick, thick or had the tissue been radiated? Standard tissue- not radiated at what firing did this occur? No info available. What color was the cartridge was they using? Blue. Was the device difficult to fire or difficult to remove from tissue? No.